Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown.

Event description:
It was reported that the patient has ineffective stimulation due to high impedances on their cervical leads. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.